Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's interstim therapy results were better; they got up less at night until a month ago when they had another bladder surgery, and now they went to the bathroom all the time and it just poured out of them, or sometimes they didn't have to go for a long time, and they had to wear a pad to bed, they had to get up many times at night. The patient thought their interstim device was not working properly. The patient requested assistance with using their equipment to make an adjustment. The patient was assisted with syncing their implant and they successfully changed programs and increased to a comfortable level. Interstim therapy optimization information, stim sensation information, and control equipment general use and function were reviewed with the patient. The patient was advised to keep a symptom diary to track results. The patient was redirected to their doctor. The patient would maintain stimulation level and would continue to track symptoms. The patient mentioned unrelated medical history: they stated they saw a manufacturer representative (rep) at the doctor's office in the past and when the patient called the rep they were too busy and told the patient to call the manufacturer. The patient said they had a second bladder surgery because when they went in for a check they found a spot and took it; they thought it was cancerous. The patient stated they just went in as an outpatient and the doctor said they were going to give them bladder chemo because their hair was falling out. The patient said they were going to see the doctor pretty soon but they did not know the date.